Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that the lower case was broken and corroded, the upper case was broken, the battery release was contaminated, the ring cover and both bail covers were missing, one case screw was the wrong part, the lead flex cover was broken, the battery contacts were compressed, the ring and both bails were missing, the battery drawer was broken, the keyboard was scratched and lifted, the main printed circuit board (pcb) was corroded, and the battery flex was corroded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported rap (rapid atrial pacing) is inoperative. The device was returned for repair. No patient complications were reported as a result of this event.